Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 492 mg/dl, 148 mg/dl and 156 mg/dl. Customer also allegedly received the following result, with a different meter, within 10 minutes of these results: 158 mg/dl (aviva). Customer took his insulin after obtaining the 492 mg/dl result. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the aviva system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the aviva system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.